Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The field service engineer cleaned the sopper nozzle and ise flow path. An air purge was performed. The reference electrode was replaced. The ise system was primed and ise checks were performed. Mechanism checks were also performed. Precision studies were performed and passed. Controls recovered within range. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode and the potassium electrode on a cobas 6000 c (501) module. The second sample also had discrepant chloride electrode results. No questionable results were reported outside of the laboratory. The user repeated the samples since the initial values were deemed critical. The repeat results were deemed correct. The first sample initially resulted in a sodium value of 151 mmol/l and a potassium value of 5.58 mmol/l. The sample was repeated, resulting in a sodium value of 140 mmol/l and a potassium value of 4.06 mmol/l. The second sample initially resulted in a sodium value of 31 mmol/l, a potassium value of 4.26 mmol/l, and a chloride value of 576.7 mmol/l. The sample was repeated, resulting in a sodium value of 138 mmol/l, a potassium value of 3.38 mmol/l, and a chloride value of 101.6 mmol/l.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue was determined to be caused by an issue with the sipper nozzle.